Manufacturer narrative:
(B)(4). The DHR for the lot number provided was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 97 piece lot in (B)(6) of 2015. Since the instrument was not returned for evaluation we are unable to validate these complaints or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
The applier could not hold clips firmly because the jaws of applier had loose alignment. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The applier could not hold clips firmly because the jaws of applier had loose alignment. There was no patient injury.